Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing was observed on the patient's right ventricular lead. During the procedure, it was observed that the pace/sense function of the lead was performed by a competitor's product. Due to this lead configuration, prior lead oversensing was suspected. Both leads were capped and replaced on (B)(6) 2019. The patient was stable throughout.